Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The redundant power tray assembly (rpta) has been evaluated by the failure analysis (fa) team. The unit was installed into the test system and started up with no error. The test system was power cycled ten times and error 86 appeared.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly (rpta) to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis. The failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vision system (vs) had a non-recoverable fault 86. Site rebooted the system three times without success and completed the procedure on open surgery. Technical support engineer (tse) guided caller to power the system off and exercise circuit breaker on vision side cart and the error did not come back. On previous power cycles error returned after approximately 10 minutes however the error was not coming back after last power cycle, but site was not confident to use the system until the field service engineer (fse) resolves issue. Fse to follow up. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical followed up and confirmed that they usually perform this procedure in two parts, meaning that it is not a fully robotic procedure and the error occurred when they were already in the non-robotic part. The end of the robotic part was performed laparoscopically and not openly, meaning that they did not convert the part that was being performed by minimally invasive surgery (mis) to open surgery.